Event description:
Patient reported "I do experience regular mild pain in the left breast.", "a hairline crack has been detected when an echo was made..", and "on the four stages of captularization, I have been diagnosed with stage 2 and 3." This relates to the left side. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "I do experience regular mild pain in the left breast.", "a hairline crack has been detected when an echo was made..", "on the four stages of captularization, diagnosed with stage 2 and 3."

Event description:
Patient reported "I do experience regular mild pain in the left breast.", "a hairline crack has been detected when an echo was made..", and "on the four stages of captularization, I have been diagnosed with stage 2 and 3." This relates to the left side. Device remains implanted.